Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The patient reported a few months ago, on (B)(6), they started shaking and it just got worse. Patient stated they had their granddaughter adjust their therapy and reported they increased from 1.7 to 1.8 to see if that would help. Patient reported on (B)(6) they were shaking again pretty bad so they increased stimulation from 1.8 to 1.9 and it still didn't help. Patient stated on (B)(6) they increased from 1.9 to 2.0 but it still did not help. Patient then stated on (B)(6) they decreased stimulation back down to 1.8. Patient stated last night on (B)(6) they increased to 2.1 and now they can't get communicator to connect with their handset. Reviewed general use of handset and communicator. Patient stated they have tried to scan communicator barcode and to enter manually but neither will work. Patient's granddaughter was assisting on the call. Callers reported on the call seeing select communicator screen and tapped tm91 and attempted to scan code but reported the communicator was not powering on. Callers plugged communicator into charging cord but reported communicator still would not power on and no lights were coming on communicator. Caller stated they think communicator battery must be dead. Caller unplugged communicator from charging cord, then performed a hard reset on communicator. Following reset, caller confirmed communicator powered on but then reported seeing green and blue lights on communicator flashing and reported getting communicator not found again when scanned communicator barcode. Caller attempted to reset communicator again and reported bluetooth light and green light went out but then would come back and on caller was unable to reset communicator due to the blue and green lights only coming on. The issue was not resolved through troubleshooting. A request was sent to the repair department. When asked for event date, caller stated patient said on (B)(6) but reported patient had some problems before but that is the first time patient's granddaughter adjusted patient's therapy and they have been keeping a log since. Caller reported issue with communicator started last night on (B)(6) and stated they adjusted patient's therapy up due to therapy issue and then they tried to check patient's implant battery but was unable to due to not being able to get communicator to connect.